Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: inventory clerk. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The tr band leaked and would not hold pressure after application. No blood loss was reported. The procedure performed was cath lab. Additional information was received on 04nov2025: the tr band was noticed to have deflated immediately after placement and inflation. The amount injected could not be confirmed. Another band of same lot number was applied, and no issues were reported. The patient was stable, and no adverse effects were reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).